Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is unknown. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported rupture, gel bleed, and "silicone in lymph nodes." Explant status is unknown